Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was on the opposite side of the body than the transmitter. Customer moved the transmitter and pump within range and without obstruction, yet the issue persisted. There was no adverse impact to the customer blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.